Manufacturer narrative:
Initial reporter phone #: (B)(6). Investigation summary: a total of 10 samples were returned for the investigation of this complaint. Returned samples (batch# 7207496, catalog# 393226) the bottom web of the unit package had shrunk and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. Deformed package with open seal. Visual inspection was performed on the sealing features of the returned samples. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. Grid mark on bottom web. Investigation conclusion: the bottom web material had shrunk and deformed. This causes the package to be forced opened and left an opened seal at the opening tab area. Visual inspection was performed on the returned unit package. Grid mark was observed on the bottom web. This shows that sealing process has been completed and the seal width is within specification. Root cause description: there is no process in the manufacturing facility that could cause this nonconformance. The probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.) The bottom web and top web has different material properties. As a result, when the unit package was subjected to harsh environmental condition, the non-uniform expansion / contraction may cause the unit package to force open. Rationale: the non-conformance of this complaint could not be determined. Complaint trend will be monitored. DHR review: the lot master for batch # 7079342 was reviewed. No similar quality notification was raised for this vps batch. Bottom material batch 23217 was reviewed and not quality notification was raised. Top material batch 7178310 was reviewed and not quality notification was raised. No abnormalities were observed after reviewing preventative maintenance, calibration and equipment. All sealing process parameters were within validated range.

Event description:
It was reported that the individual packaging on an 18 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter was not sealed at the opening tab thus breaking the sterile breach. There was no report of injury or medical intervention.